Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on two leads. Surgical intervention may take place to address the issue. The investigation was unable to determine the leads that were associated with the issue.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. Additional components potentially involved in the event include: common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 7258793. A patient experienced ineffective relief and high impedances was reported to abbott. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.